Event description:
The customer states that one patient sample generated a false positive axsym toxo igg assay result of 12 iu/ml. The sample retested at 0 iu/ml. A stored sample from 2009 was also retested and generated a negative result of 0 iu/ml. There is no impact to patient management reported.

Manufacturer narrative:
No returns were made available from the customer site for this investigation. The axsym analyzer generated inconsistent toxo igg patient results. The customer did not know when the sampling probe or processing probe had been installed. The axsym message history log was reviewed and no error messages were found. The customer replaced the sampling and processing probes to resolve the inconsistent toxo igg patient results issue. In addition, an abbott field service representative (fsr) was dispatched to check the axsym analyzer. The fsr found the axsym sampling probe link tubing was damaged. The fsr replaced the damaged tubing. The fsr performed optics and dispense procedures to verify the axsym performance after the service was performed. There was no impact to patient management due to the erratic toxo igg patient sample results. A tracking/trending review did not identify any adverse trends due to toxo igg assay inconsistent results generation or adverse trends due to any probe issues. The toxo igg package insert and the axsym system operation manual were reviewed and were found to contain the necessary information to address this current issue under evaluation. The most probable cause of the inconsistent toxo igg patient results was the use of a malfunctioning sampling and/or processing probe as well as a malfunction of the sampling probe link tubing. The actual cause of the suspect patient result could not be determined with the information available; however, based on the available information and this evaluation, no deficiency was identified for the axsym analyzer related to the issue under evaluation. This is a final report.